Manufacturer narrative:
The driver went out to the patient residence due to acomplatint that the pedent wasnt working.every button works except for the height adjustment button.tried a new pendant and the bed worked upon further investigation of the sample it was discovered that when tested the hi/lo ""down button"" did not work. We did look inside at the wiring and did not see electrical issues. It ispossible the button box is bad there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission

Event description:
It was reported that the " the driver went out to the patient residence due to acomplatint that the pedent wasnt working.every button works except for the height adjustment button